Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are currently unknown. D10 - associated medical devices: unknown 4mm right medial oxford bearing; item# unknown; lot# unknown. Unknown right oxford femoral component; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right medial knee poly insert exchange due to medial knee instability and pain, likely resulting from femoral and tibial components bone subsidence over time. Only the poly insert was revised. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.